Event description:
Selectron-ldr was being used to treat a cervix cancer with a fletcher applicator set using channels 1-3. At the start of treatment an error 52 code was generated on channel 2 and the catheter was replaced. That evening an error 59 code was generated on channel 2 (i.e., that pellets remained out of the safe.) The physicist was summoned and determined that a source pellet remained in the applicator. He removed the catheter from the applicator and an active and two spacer pellets fell onto the bed. These were promptly removed with forceps and placed in a storage container. The catheter was found to have broken 15 mm from the tip; hence the error code. The extra radiation delivered was evaluated and found to be less than 10% of the overall treatment, and therefore clinically acceptable. The treatment was completed by switching to channels 4-6 as is standard practice with an ldr.